Event description:
After two months of successful cochlear implant use, this pt required removal of the internal magnet to undergo an MRI, after magnet replacement, the pt was unable to respond to simulation from the device. It's unclear whether the loss of function is related to a device malfunction or postoperative swelling. The device will be re-evaluated when the postoperative swelling has resolved.